Event description:
Boston scientific provided the following information: it was reported that the patient had presented to the emergency room (ER) with a heart rate of 27 bpm and symptoms of weakness and fatigue for the last few months. It was suspected that the right ventricular (rv) lead had fractured, and evidence suggests this contributed to the observed syncope. Device interrogation revealed loss of capture (loc) with a few seconds of asystole. The device was set to maximum outputs to maintain capture, however patient movement resulted in noise with oversensing and pacing inhibition. Subsequently, this rv lead was surgically abandoned and replaced. It was also noted that the device was explanted and replaced during this procedure as well. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.